Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. The ccc reviewed the data supplied. The ccc found that the customer's quality control (qc) shifted high on october 28th. The customer used a new qc on november 8th, which resulted in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced reagent probe 2 and performed a total service call. The cse then ran qc, which resulted in range. The customer then ran the same sample, resulting similar to the repeat results. The customer reported out the result after service. The cause of the discordant, falsely elevated testosterone result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated testosterone (testo) result was obtained on an advia centaur xp instrument on a female patient sample. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same instrument, resulting lower. The customer did not release any results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated testosterone result.